Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported by sales rep via complaint submission tool that during an unknown procedure, while using an expressew iii needle, pin needle split since the tissue was thick and hard. The needle fragment was removed. The complaint device was received and evaluated. Visual inspection confirm that the needle¿s tip it was broken on the distal part. Due to the broken condition of the needle, the functional test was not performed. The complaint can be confirmed. As per event description indicates the possible root cause can be attributed to the tissue was thick and hard. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:54285, and no non-conformances were identified at this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a manufacturing record evaluation was performed for the finished device [54285] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: additional information was requested, and the following was obtained: how was the procedure completed? Another implant reference (B)(4) is opened. Product lot number: lot 54285. Were there any surgical delays or consequences for the patient due to this failure? No. D4: the lot number and expiration date have been updated to reflect the correct information. Therefore, UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is unknown at this time.

Event description:
It was reported by sales rep via complaint submission tool that during an unknown procedure, while using an expressew iii needle, pin needle split, since the tissue was thick and hard. The needle fragment was removed. No surgical delay or patient consequence reported.